Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected driveline damage with low flow (red heart), and low speed advisory alarms was unable to be confirmed through this evaluation as no log files, x-rays, photos, or product were available for evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 19sep2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, documents, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a red heart alarm while they moved into bed on support by the mpu. The patient came back to hospital and was instructed to stay on batteries. The driveline was inspected and x-rays were performed. Log files were stated to be unavailable as well as the x-rays. This was a suspected short to shield issue. A non-grounded cable was requested for this patient. The patient was noted to be fine and was discharged home on batteries. The patient was reported to have no alarms post non-grounded cable. No additional information was provided.